Event description:
It was reported that the patient was having loss of stimulation. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.